Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The defective sample is not available, so the complaint could not be confirmed and the root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. The device history file was reviewed by the supplier and no anamolies were noted.

Event description:
A hospital's baxter (B)(4) representative reported a set leaking at the transducer protector during filling. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint. No additional information is available.